Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited an error that the cassette was not properly attached even when no cassette was present. It was reported that there was no patient involvement. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visually inspected the pump and attached cassette to the device attempted to run and the pump displayed alarm "cassette not properly attached". The customer's stated problem was verified. Further investigation of the pump and found that a faulty latch lock flex was the root cause of the issue. According to the investigation, service will replace the pump faulty latch lock flex. The problem source of the reported problem is unknown.